Manufacturer narrative:
Upon receipt, the external pacemaker including the redel adapter was inspected. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem. In particular no deviation of the stimulation behavior could be observed. In conclusion no deviation related to the clinical observation was found during analysis.

Event description:
It was reported that the external pacemaker did not stimulate while it was connected to a patient. The pacemaker was returned to biotronik for analysis. No adverse patient side effects have been reported. The event date was not provided.